Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 97 mg/dl and suddenly the patient lost consciousness. The patient¿s wife called 911. By the time the paramedics arrived, the patient had stopped breathing and required resuscitation. The patent was transported to the hospital and admitted to the ICU. The patient did not provide any information regarding the specific medications or treatment he received. It is also unclear when the patient regained consciousness. The patient was discharged home on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.